Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a thrombectomy procedure, the stent retriever (subject device) was placed into position in the patient's vessel and then the position shifted. The physician attempted to remove the retriever, but there was resistance between the retriever device and microcatheter and the subject device could not be withdrawn from the vessel. The physician replaced the retriever and microcatheter and completed the procedure successfully without clinical consequences to the patient.

Event description:
It was reported that during a thrombectomy procedure, the stent retriever (subject device) was placed into position in the patient's vessel and then the position shifted. The physician attempted to remove the retriever, but there was resistance between the retriever device and microcatheter and the subject device could not be withdrawn from the vessel. The physician replaced the retriever and microcatheter and completed the procedure successfully without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported event cannot be determined.